Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of report/date received - complaint was originally reported on (B)(6) 2011, but manufacturer was not known until additional information was received on (B)(6) 2011. Expiration date - unknown. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 1999. Patient underwent revision surgery on (B)(6), 2011 due to infection. No further complications have been reported.